Event description:
It was reported by the patient that an ivc filter was tilted and several filler limbs have detached. Location(s) of the detached filter limbs were not reported. Reportedly, there were two attempts to retrieve the filter as the filter was no longer needed. Both retrieval attempts were unsuccessful. The patient was referred to another facility for a third retrieval attempt. Additional information was requested.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample was not returned. Therefore, a sample evaluation could not be performed. Images were not provided. The results of the investigation are inconclusive for filter tilt, limb detachment and difficult to remove the filter. The root cause could not be determined based upon the available information. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter malposition. Filter tilt.